Manufacturer narrative:
Patient weight: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure.

Event description:
Healthcare professional reported "exposed" against right device. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to spec, crease flat and white particles in the shell. Base on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.